Event description:
It was reported that the customer received a power source alert. During troubleshooting, the customer was able to successfully charge the pump using an alternate usb cable and wall adapter. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.